Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s girlfriend reported via phone call that the customer experienced high blood glucose. The blood glucose reading ranged from 321 to almost 500 mg/dl. Customer's high blood glucose value was 400 mg/dl. The customer treated their high blood glucose with the insulin pump and manual injections. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer¿s girlfriend also reported that the insulin pump received an insulin flow blocked alarm. Troubleshooting was completed for the insulin flow blocked alarm. During troubleshooting for the insulin flow blocked alarm, it was found that the customer was not performing his cannula fill. Auto mode was not on at the time of the incident. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.